Event description:
It was reported that "this nail is bent mid shaft and has a broken screw." Pt was revised.

Manufacturer narrative:
Additional info has been requested, and if received, will be provided on a supplemental report.